Event description:
Physician used a 6 x 40 mm angiosculpt device and inflated three times. On the third inflation, the balloon ruptured at 9 atm. Physician removed device from pt. A 6 x 100 mm angioscuplt device was inserted and a dissection was noted after inflation. A supera stent (not mfg by angioscore) was placed to treat the dissection.

Manufacturer narrative:
A dissection occurred during the use of the angiosculpt device which required the lesion to be stented, therefore, add'l medical intervention was performed by the physician. There was no clinical injury reported by the physician. The lot number was not provided by the hosp, therefore; the exp date is unk. The hosp disposed of the unit. The device manufacture date is unk. The hosp disposed of the unit. The angiosculpt catheter was discarded by the hosp, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the 6 x 100 mm angiosculpt device caused or contributed to the dissection. Thus, a MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, arterial dissection is listed as a possible adverse effect of the procedure.